Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2017, in order to replace their abutment. The implanted device remains insitu.